Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased sodium results on multiple patients. Example results provided: pt 1: 118 / 141 meq/l; pt 2: 119 / 142 meq/l. Normal range 136- 145 meq/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. The ict module was expired and replaced by the customer which resolved this issue. A review of ticket trending did not identify any complaints that were similar for falsely decreased sodium patient results. The trend review by the product list number found no trends related to this issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.